Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to and/or at the time of death. It was not reported if pd therapy was ongoing up until the time of death. It was not reported if the patient was performing therapy at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was not available at this time.